Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The sgc was cleaned and it was noted that the hemostatic valve was loose and rotating. The hemostatic valve then came off the sgc. It was then felt that there was a keyway issue with the sgc, but the issue was not noted when the first cds was inserted without difficulty and had the steering issue. No additional information was provided. (B)(4). Evaluation summary: the device was returned for evaluation. Although the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, functional testing confirmed that the steerable sleeve functioned as intended with no sleeve steering issues observed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This event is filed for difficulty steering the clip delivery system which has the potential to cause or contribute to patient injury. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc) and clip delivery system were prepared for use and advanced into the patient anatomy. The clip was deployed without difficulty and the mitral regurgitation (mr) was reduced from pre-procedure mr grade of 4; however, the physician felt that the mr could be reduced further. A second cds was prepared and advanced through the same sgc without difficulty. The cds was advanced down to the left atrium, but it was noted that the cds would not steer properly when the "m" knob was applied. The cds was removed without difficulty. A third cds was prepared and an attempt was made to insert in into the sgc; however, the cds was unable to be inserted through the hemostasis valve of the sgc. The cds was set aside and the sgc was removed from the patient anatomy without difficulty. A second sgc was prepared for use and the third cds was inserted into the new sgc without difficulty. The clip was implanted without issue and the mr was reduced. The physician chose to implant an additional clip and a fourth cds was prepared and the clip was successfully implanted without issue. The mr was reduced from grade 4 to grade 1. Post procedure, an atrial septal defect (asd) was noted. An asd closure device was implanted and the patient is doing well. After the procedure, cath lab staff were preparing the devices for return to abbott vascular.